Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to aspirate the device inside the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to aspirate the device inside the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, tested the sheath for leaks by plugging the distal tip and creating both positive and negative pressure environments within the sheath. Additionally, aspiration was performed using the sheath during functional testing. The sheath passed leak testing under all conditions. No leak paths were identified at any point during testing. Based on all the available information the investigation concluded that no problem could be detected with the returned device. The reported failure was not reproduced during analysis and the device presented with no deficiencies that could have caused or contributed to the event in the allegation.